Event description:
It was reported during surgery that the battery was generating electrical sparks. It was confirmed with the customer that the battery did not overheat during use and it was getting weak. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during surgery that the battery was generating electrical sparks. It was confirmed with the customer that the battery did not overheat during use and it was getting weak. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of housing generates electric sparks, was not confirmed, device was not available for evaluation at manufacturer facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.